Event description:
It was reported that the patient had an infection in her back hardware, so infection control felt it was best to remove the system and put a new system in once she was cleared of infection. The pump was replaced. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).